Event description:
It was reported to gore that a patient was to be implanted with a 11mm*10cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) in the iliac artery during evar procedure. When the delivery system was advanced close to the target lesion, the physician found that the delivery system could not be advanced or withdrawn. Therefore, the vsx device was deployed. There was no abnormal observed of the deployment process of vsx device. The distal shaft of the delivery system was found to be detached post stent deployment, and a snare was used to capture it. There was no other device pre-implanted at the lesion or the vessel where detachment occurred. Two additional vsx device were used to complete the procedure successfully due to the first vsx device didn't cover the lesion, and no adverse effect was caused to the patient. Physician has no idea about the cause of the detachment.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: update codes - a review of the manufacturing records indicated the device met pre-release specifications. The primary reported complaint of inability to advance the vsx device to the target location as well as the reported inability to withdraw the vsx device prior to deployment could not be independently confirmed with the information available, including evaluation of the returned device. Clinical factors potentially impacting vsx device advancement and withdrawal (e.g. Patient anatomy, procedural conditions) cannot be replicated during evaluation in the laboratory setting. The root cause of the inability to advance and withdraw the vsx device prior to deployment could not be established with the information available. After the reported inability to withdraw the undeployed vsx device was encountered, the vsx device was deployed in place. After deployment, it was reported that the vsx device distal shaft was noted to be detached from the delivery system. Detachment of the distal shaft was confirmed both by an image of the device provided from the field and by returned device evaluation. Engineering evaluation of the returned device identified a lack of disturbed pebax in any location along the distal shaft suggesting that the confirmed separation of the vsx device distal shaft is consistent with a manufacturing deficiency. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir. CAPA request and associated fir have been opened based on the identification of a manufacturing deficiency related to this complaint.